Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported at implant the aortic neck was 21 mm in diameter, 20 mm in length and the stent graft was implanted 2 - 3 mm below the lowest renal artery. The patient had regular follow-ups up to 4 years; however, it was reported there was 7 mm migration of the stent graft noted 4 years after implant due to loss of distal seal zone. There was no apparent endoleak noted and the aneurysm had shrunk to 4.6 cm in diameter. A few months later, it was reported the patient presented to the hospital with a type 1 endoleak and ruptured aneurysm. The patient refused treatment and expired. No additional information was received.

Manufacturer narrative:
The cycler was returned for evaluation. Returned cycler was inspected and tested. Testing identified an intermittent received signal from the arterial air sensor most likely caused by a loose connection. The arterial air sensor and circuit card were replaced. The malfunction resulted in the cycler triggering intermittent erroneous air alarms. The circuit clotted during the elapsed time spent troubleshooting the alarms precluding rinseback of the patient's blood. User's guide states to rinseback the patient's blood if alarms cannot be resolved promptly. Last service date for this cycler was 11/05. Cycler was refurbished at that time including checking all air sensor connections. All testing passed acceptance criteria. Will continue to monitor as part of routine complaint process. Nxstage considers this report closed.